Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of error message (sf74), however, performance testing could not reproduce the device fault. During evaluation, the device failed to complete its internal self-test due to a defective non-return valve (nrv). The nrv was replaced to address this issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.